Manufacturer narrative:
The user reported a low glucose event. The following example set was provided: 1.may-1-2025 1:02 am / sg 46 mg/dl. 2.may-1-2025 4:16 am / sg 50 mg/dl bg 93 mg/dl. A review of the alert history revealed that the user received a low glucose alert during the reported time as their sg value was below the threshold. User didn't seek medical treatment. User resolved the event by drinking something in the first example and did not in the second. She stated in both instances she did not feel symptomatic. User's hcp was not aware of the event; user was advised to follow up with the hcp for further medical guidance.a case (B)(4) was created to address sensor inaccuracies inclusive of the event. A review of the raw sensor data showed that at the time the of the low glucose event the user was using transmitter firmware and showed poor sensor communication. This poor sensor communication likely contributed to the observed inaccuracies. The user's issue was resolved with a with a transmitter replacement with updated transmitter firmware, enhancing the method of calibration of the transmitter's antenna to increase the power delivered to the sensor. A review of data from the two weeks following the event confirmed a good agreement between sg and bg values. The user was advised to continue using the system. B4. Date of this report 15 june 2025. G3. Date received by the manufacturer? 15 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 58.

Event description:
Senseonics was made aware of an incident where user reported low alert on 01 may 2025 which was confirmed in dms. User reported the following: a. 1:02 am: sg - 46mg/dl - confirmed in dms, low alert: (B)(6) 2025 1:02:44 am. B. 4:16 am: sg - 50 mg/dl, bg - 93 mg/dl - confirmed in dms, low alert: (B)(6) 2025 4:12:37 am. The user treated by drinking something in the first example and did not in the second and stated in both instances she did not feel symptomatic.the user was advised to make their hcp aware.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.